Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had variable thresholds and noise oversensing that would inhibit pacing. The patient would become symptomatic with the loss of atrio-ventricular synchrony. The lead was capped and replaced. No further patient complications have been reported as a result of this event.